Event description:
On 5/2/84 an ipp device was implanted. On 9/6/94 the cylinders and pump were revised. On 1/25/96 the reservoir was revised. On 3/24/97 the ipp device was removed from the patient and a malleable device implanted due to correction of curved penis. Add'l lot/serial no: bl848 007